Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced pain and will require future corrective surgeries. The patient had corrective surgeries on (B)(6) 2009, (B)(6) 2012 to revise and remove pelvic mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.